Event description:
Surgeon reports a pt with a yellow tinted intraocular lens implanted in his left eye is complaining of altered color perception with this eye. Things appear auburn tinted. The fellow eye has a clear lens implanted. The surgeon has scheduled a lens exchange for 2006. He plans to use a clear lens model as a replacement lens. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints received for this lot number.